Manufacturer narrative:
Continued: section e - phone: (B)(6). Investigation evaluation: the catheter said to be involved was returned in a yellow biohazard bag. A lot number was not provided with the return. The photo provided by the user shows a single coiled catheter. The catheter appears to have been kinked/compressed/stretched at the proximal end near the catheter labeling. Our evaluation of the product said to be involved confirmed the report. The return did not include the device handle or the other provided catheter. The returned catheter appeared to be prior to use and did not contain any residual powder or discoloration. The catheter was noted to be stretched at the proximal end, confirming the report. The total length of the catheter from the distal tip to the distal end of the catheter hub measures approximately 222.6cm. The maximum specified length of this component is 222.0cm, confirming that the catheter has been stretched. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the catheter said to be involved confirmed the report of catheter damage. However, we were unable to evaluate the first catheter as only the second catheter was provided to cook for evaluation. A definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. This observation occurred prior to use. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic hemostasis procedure in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that the packet was opened, and a catheter was prepped until it was noticed that it was faulty without entering the patient's body. It was disposed of and the second catheter from the same packet was used. It was also noticed that the second catheter was deformed and faulty and could not be used. A second device package was opened to get the catheter and complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.